Event description:
The caller stated that the dealer battery's were shot. The caller stated that he believes that the end user put on weight over the years which is putting strain on the equipment. The caller stated that this is an issue tat occurred with the batteries before from another supplier. Please note that batteries are being used in a permobile chair and an order was placed for replacement batteries on doc (B)(4). Invacare prid#(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).